Manufacturer narrative:
(B)(6).

Event description:
It was reported that a smoke came out from the device. A 1.25mm rotablator plus was selected for use. During the procedure after 5 minutes, the device was removed from the patient. It was noted that smoke came out from the burr when the customer attempted to rotate the burr to 200,000 rpm speed. The procedure was completed with another of the same device. There were no patient complications reported.